Manufacturer narrative:
It was reported that during the procedure there was difficulty inserting the device into the patient and the tip of the dilator was observed to be split while advancing the device over the non-abbott guidewire. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer amulet delivery sheath was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. During the procedure it was noted that there was difficulty inserting the device into the patient. While advancing the device over the non-abbott guidewire, it was observed that the tip of the dilator was split. The device was removed from the patient and replaced with a new 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.